Event description:
It was reported thrombus on the closure device occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device was successfully implanted. The patient came in for their routine follow up about five months post procedure for a computed tomography (CT) scan and a blood cot was noted to have formed on the closure device. An ultrasound was performed that conformed the thrombus. The patient has not had any complications as a result (no stroke) and was started on a blood thinner (apixaban) and will be re-evaluated in may to see if the clot has resolved.